Event description:
The customer reported that the device unexpectedly shutdown during a resuscitation attempt during which the patient expired.

Manufacturer narrative:
The customer reported that the device unexpectedly shutdown during a resuscitation attempt during which the patient expired. The hospital biomed evaluated the device, and localized the issue to the battery. The customer reported that they had been using a 5 year old battery that had not been maintained properly. Please note that in the instructions for use manual for this device, the user is informed that the life expectancy of the battery, when the battery is properly maintained and stored, is approximately 1.5 years. The manual further states that the life expectancy may even be shorter for aggressive use models of the device, and that the user should perform periodic battery capacity tests over the life of the battery. These tests would provide a quantitative measure of battery capacity, giving an indication of how the battery is aging, and what level of performance it is capable of delivering. We are considering this issue the result of a user misunderstanding the life expectancy and maintenance of the involved battery.